Event description:
It was reported that the patient will have a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the device not functioning. A patient outcome of good was reported.